Manufacturer narrative:
D10: 300-01-15 - equinoxe, huml stem primary, press fit 15mm: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6), 300-20-02 - equinox sq torque define screw drive kit: (B)(6), 310-01-53 - equinoxe, humeral head short, 53mm (beta): (B)(6). The product associated with the reported event is within the scope of recall z-1405-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 126 months after a right total shoulder replacement a patient underwent a right shoulder revision to address failure of the polyethylene glenoid. The patient was revised to an exactech reverse total shoulder construct. During the revision it was noted that the surgeon attempted to retrieve all of the fractured pieces from the wound site; however, was unsure if any pieces may have been retained. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Face of the glenoid component was extremely worn, in some spots down to the bone.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.